Event description:
Customer reported losing consciousness and seizing during his sleep. Customer reports falling out of bed, and was administered an unknown injection by his roommate. Paramedics were called, and the customer ate starburst when he regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. The relationship between the meter and the reported event is unclear. A follow-up report will be filed if further information is received.